Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing lower left chest pain which was found to be diaphragmatic stimulation from the left ventricular (lv) lead. Lead output was lowered and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.